Event description:
It was further reported that the onset date of the infection/date of positive culture was on (B)(6) 2023. The patient had chronic driveline infection and pseudomonas was a new finding. They presented with increased pain and drain at driveline site.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was admitted for driveline infection. Culture revealed pseudomonas bacteria the week prior. The patient failed oral therapy change at home. They were admitted for intravenous (IV) antibiotics. The patient was discharged home with peripherally inserted central catheter (PICC) to continue treatment. Plan was to transition back to cefpodoxime to cover prior driveline infection with s. Aureus.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.